Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14371. It was reported that the patient presented in clinic for routine follow up. Upon investigation, the patient had a large hematoma over impact site, and the right atrial (ra) lead had high thresholds. The patient was brought to the operating room to evacuate the hematoma and reposition the ra lead. When the hematoma clots were cleaned out of the pocket, the atrial lead thresholds were found within normal range without need to reposition. The patient was stable throughout.